Manufacturer narrative:
In the initial report, submitted on july 19, 2017, it was stated that inventory of this product was identified and is available for return. However, this was incorrect. During follow-up communication with the distributor on july 10, 2017, sorin group learned that the inventory originally thought to be available for return was no longer available, as it had already been distributed to customers. However, research found that this lot number was built for a total quantity of 802 units and that in the past year over 23,000 rigid tip suction wands have been manufactured and shipped. This is the first and only report for tip disconnection of the suction wand product that has been received by sorin group. As the device was not saved for return, no photos were taken and no inventory was available, a detailed investigation could not be performed and a root cause was not determined. Sorin group will continue to monitor for trends related to this type of issue.

Manufacturer narrative:
The involved device is not available for return to sorin group USA. However, inventory of this product was identified and is available for return. If any additional information relevant to the reported event is received, it will be submitted in a supplemental report.

Event description:
Sorin group received a report that the suction nozzle of the rigid tip suction wand disconnected from the handle while suctioning the pleural fluid during a procedure and fell inside the patient's chest cavity. The tip was recovered quickly and removed from the patient with no injury.